Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place wherein the ipg was relocated in the pocket site and electively replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The event of an ipg replaced due to pocket pain was reported to abbott. The replacement procedure took place without complications. Effective therapy was restored. The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.